Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter tip prematurely detached during preparation. The patient was undergoing treatment for an arteriovenous malformation (avm). The patient's vessel tortuosity was normal. The access vessel was the middle cerebral artery, which was 2.5mm in diameter. It was reported that there was no friction/difficulty during injection, and no force was applied during removal. The catheter tip was not entrapped/stuck, there was no vasospasm, and no medical/surgical intervention was required. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a shipping pouch; within an opened apollo outer carton and within an opened apollo inner pouch. An unopened syringe adapter was also returned. ¿ visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured to be ~160.3cm (not including the detachable tip). Usable length specification and detachable tip length could not be confirmed. The ldpe coupling tube overlap length was measured to be ~ 1.6mm which is within specification (specifications: 1.0mm - 2.5mm). ¿ conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ during preparation as the distal detachable tip was not attached to the catheter. Possible causes incompatible devices, or damage during preparation. Customer reported no friction/difficulty during injection, no force was applied during removal, and device were prepared per IFU. As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. There is an indication that the failure is related to a potential manufacturing issue and a DHR review will be performed. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.